Manufacturer narrative:
It was reported to abbott that the patient experienced complications in a surgical procedure for lead explant due to an adverse reaction to one of the medications used in anesthesia. Patient was hospitalized in ICU. Patient is stable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer reference report number #: 1627487-2021-13839. It was reported that the patient experienced complications in a surgical procedure for lead migration due to an adverse reaction to one of the medications used in anesthesia. Patient was hospitalized in ICU. Both leads are reported since it is unclear which lead was affected.

Manufacturer narrative:
Corrected data: the device information has been corrected.